Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the capd disconnect y-set and the minicap transfer set. The y-set was not properly connecting to the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d1: brand name, d4: catalogue #, d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, d9, g4: PMA/510k # or bla #, h3, h4: device manufacture date, h6, and h11: h11: one (1) actual device and one (1) companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer sets were connected and disconnected using an in-lab patient connector by hand and no issues were observed. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.